Event description:
It was reported that the buttons on the insulin pump were unresponsive. At the time of the report, the display went blank. Nothing further was reported

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.